Event description:
On 04/05/2008, a customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during initial drain. The caregiver stated, that the pt line was not fully primed. The cassette was not available for evaluation. There was no pt injury or medical intervention indicated at the time of the initial report. In 2008, in a follow up to a system error 2240 alarm, the home pt's nurse stated, that the home pt had peritonitis. The alarm occurred thirteen days earlier and one day later and the next day, the home pt contacted his nurse with abdominal pain and stated that he had cloudy fluid. The home pt was put on gentamicin 40mg ip for 14 days and ancef 2g ip for 3 days that night. The home pt went into the clinic and had a culture taken of the fluid the next day. Bacterial organisms were identified as the culture came back as staphylococcus, beta hemolytic strep and enterococcus. The home pt was taken off of the ancef two days later and put on cipro 500mg 2 times a day for ten days and vancomycin 2g ip every five days for three treatments. The home pt is still on therapy but has clear fluid.

Manufacturer narrative:
The device was discarded by the home patient and unable to follow up.